Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 2 months post implant of perfix plug, patient was diagnosed with hernia recurrence pain and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-apr-2013) is considered to be a best estimate. This supplemental emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1) (B)(6)2014, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the two (2) perfix plugs (device #1 and device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2013 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿an indirect hernia sac was reduced and a perfix plug (device #1) was placed and sutured.¿ (B)(6)2014 - patient was diagnosed with recurrent left inguinal hernia, pain thereby underwent open repair with implant of perfix plug (device #2). Per operative notes, ¿there was a previous perfix plug (device #1) near the pubic tubercle. A large reducible hernia defect was identified lateral past the spermatic cord and a perfix plug (device #2) was placed and sutured.¿ (note: only mesh plug was implanted in this procedure.) (B)(6)2016 - patient was diagnosed with recurrent left inguinal hernia, meshoma thereby underwent laparoscopic repair with the removal of perfix plug (device #1 & #2). Per operative notes, ¿the defect was identified as a meshoma in the left side. The perfix plug (device #1 & #2) were dissected and excised completely. This left a significant indirect defect; a synthetic mesh was placed and sutured.¿ attorney alleges that the patient had abscess, bowel obstruction, fistulae, infection, mesh migration, mesh shrinkage, nerve damage, perforation, pain and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug(device #1). An additional emdr was submitted to represent the bard/davol perfix plug(device #2).

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #1). On (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #2). On ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the two (2) perfix plugs(device #1 and device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿.